Manufacturer narrative:
Item was returned from hospital and tested and worked as it should. Original receiving inspection reports show implant to be in specification.

Event description:
Expandable spacer began to migrate out of the disc space, requiring revision surgery.